Event description:
This ra lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2018 due to difficulties trying to get the lead out of a device that reached end of life and had to be replaced. A call was placed to technical services on 05/31/2018 stating that this lead had to be cut due to a user error during device explant. The physician was dr. (B)(6) . No known facility was provided. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).